Event description:
It was reported that patient had received inappropriate hv therapy due to an episode of svt that was misdiagnosed as vt. It was noted that the patient had received the inappropriate therapies while in the hospital for unrelated health reasons. Programming changes were recommended.

Manufacturer narrative:
(B)(4).